Event description:
The customer reported the system shut down on its own during fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the intelligent shutdown board, and cleaned and regreased the candlestick high voltage connectors. The system operates as intended.